Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The root cause of the leakage was determined to be sharp edges on the cooling coil that caused a leak at the inlet port. The following corrective actions have been implemented for the reported issue. Supplier complaint initiated to the material supplier. New incoming inspection plan to perform 100% visual inspection of cooling coil for sharp edges. Functional check in production for detecting sharp edges. Training operators in the detection of the sharp edges. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during priming, a leak from the tubing at the inlet port of the cooling coil was observed. The set was exchanged for a new one. No patient involvement. Reference number of this complaint #: (B)(4).